Event description:
The account stated the bed is flat and has no functions working. The battery light is on and there are no manual functions either.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.